Event description:
The manufacturer received information alleging the ventilator shutdown while in use. There was no pt harm or injury reported. The device has yet to be received by the manufacturer for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.